Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an event date of (B)(6) 2013; however, this should be (B)(6) 2013. This report is being submitted to correct this information.

Event description:
Clinic notes were received for the vns patient¿s office visits with the epileptologist and neurosurgeon. The patient was seen by the epileptologist on (B)(6) 2013 (approximately 2 weeks following the initial vns implant surgery) indicating that, according to the patient, the implant surgery went well without complication. However, the patient began experiencing severe pain around the generator surgical site a few days prior to the office visit. The patient did not report any discharges from either surgical site and did not have a fever at the time. The epileptologist noted that the neck wound was healing well and that the patient had no systemic signs of infection; however, he was worried that the local tenderness and swelling could be indicative of a local infection. The patient had a follow-up appointment with the neurosurgeon that same day, so the epileptologist did not have the patient¿s device programmed on until further evaluation was performed. The patient subsequently had surgery where the device was explanted due to an infection in (B)(6) 2013. Following explant, the patient spent the next four (4) weeks in the ICU getting treatment for the infection. In addition, the surgeon had reported that the device was explanted because aspiration of a pocket of redness was found to be infected, and noted that the patient did not have any further complications with infection following explant surgery. The epileptologist advised the patient to re-implant the vns device during the office visit on (B)(6) 2014. Additional information was received stating that the vns patient underwent surgery where a new vns device was implanted on (B)(6) 2014.

Event description:
On (B)(6) 2013, the physician reported that the patient's vns device needed to be completely explanted on (B)(6) 2013 due to an extreme infection. The patient's vns was originally implanted on (B)(6). The patient is being treated with antibiotics and will be scheduled for a new implant once the infection clears up. The infection site was primarily in the chest where the generator was placed, but it did slowly travel up to the neck, which is why a full vns explant was needed. Attempts will be made for additional information. No other information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.